Event description:
It was also reported that after routine log file review, the two batteries were indicated to have had a communication error.

Manufacturer narrative:
Corrected: b5, h10. Product event summary product event summary: two batteries (B)(6) were returned for evaluation. Two controllers (B)(6) were not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that (B)(6) was not in use during the reported event; the controller was likely the patient's backup controller. Log file analysis associated with the controller in use during the reported event, (B)(6), revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error between the controller and batteries. Further analysis revealed several premature power switching events due to momentary disconnections and communication errors involving (B)(6). Analysis of the alarm log file revealed several critical battery alarms due to communication errors involving (B)(6). As a result, the reported event was confirmed. The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and batteries. The most likely root cause of the rsoc values between 101-201 can be attributed to communication errors between the controller and batteries. Communication errors can be attributed to the controller not receiving responses from the battery or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: brand name: heartware ventricular assist system ¿controller 2.0; model#: controller / con310757/ model#: 1420 / expiration date: 2018-08-31 UDI #: (B)(4) / concomitant medical products: no / device evaluated by MFR: no, device evaluation anticipated, but not yet begun / mfg date: 2017-08-31 / labeled for single use: no / device code(s): c63007 / results code(s): 3233 / conclusion code(s): 11. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product event summary:two batteries (B)(6) were returned for evaluation. Two controllers (B)(6) were not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that (B)(6) was not in use during the reported event; the controller was likely the patient's backup controller. The log files of the controller in use during the reported event, (B)(6), revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of (B)(6) 's data log file revealed several premature power switching events due to momentary disconnections involving (B)(6) , as well as premature power switching events due to communication errors involving (B)(6) within the analyzed period. Additionally, analysis of (B)(6) 's alarm log file revealed several critical battery alarms logged due to communication errors involving (B)(6). As a result, the reported critical battery alarm and premature power switching events were confirmed. The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. The manufacturer investigated momentary disconnections under an internal investigation. Additional product: d4: battery / (B)(6). D10: yes. Return date: 2018-07-26 h3: yes h6: method code(s): 4112, 10 results code(s): 3213 conclusion code(s):12; 4307 additional product: (B)(6). D10: yes. Return date: 2018-07-26 h3: yes h6: method code(s): 10, 4112 results code(s):3213 conclusion code(s):4307; 12 additional product: (B)(6). H3: yes h6: method code(s): 4112; 4114 h6: results code(s): 3213 h6: conclusion code(s): 12; 4307; medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2019-01-31. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2018-01-11. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2019-01-31. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2018-01-03. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced multiple critical battery alarms. The patient¿s controller was exchanged to the backup controller. Faulty controller is now patient¿s backup controller since there was nothing wrong with it in terms of pump function. The patient is schedule to have the lubrication procedure performed on power sources during the next clinic visit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was experiencing power switching. Both batteries were exchanged. As a precaution, lubrication procedure was done on the new batteries given to the patient. The switching could not be reproduced by manipulating the connections and/or cables. This event was not associated with any controller alarms or a pump stop event. There was no damage noted to the controller or to its' power connectors, and the batteries capacity when the event occurred were greater or equal to 25 percent.